Event description:
Medtronic received information that during a case, the end silicone tip detached from the device. The tip was retrieved and discarded. The product was replaced with this device. During use, the end silicone tip also detached from this device. This tip was also retrieved and discarded. A third device was used to complete the case, which was performed without reported patient complication.

Manufacturer narrative:
Analysis: reason for return was confirmed. Visual inspection shows one of the hooded shrouds was missing at the end of jaw when received. The loose shroud was not returned with this device. Further inspection shows that uv material was present on the jaws in the area that the shroud was once installed, however, the uv material appears marginal near the porous polymer area. In addition, the remain attached shroud was inspected. Inspection shows that 25% of shroud was detached from jaw ends, near the porous polymer side of jaw. Conclusion: reduced performance of the device occurred and is related to the event. Manufacturing and quality have been notified of the event, and continue to investigate root cause for the insufficient bonding solution observed on the product. No adverse patient effects reported.